Event description:
The customer reported that while the unit was in use on a patient, the unit intermittently displayed a "slow gas loss" alarm message. Therapy was continued. No patient injury was reported.